Event description:
Reportable based on device analysis completed on 12 nov 2025. It was reported that visualization issues occurred. The 85% stenosed target lesion was located in the right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. When preparing to start the second run, no imaging was observed during the external test. After repeated flushing and reconnecting several times, the test still showed no imaging. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was perforated.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscope inspection showed that the distal housing was detached, and a perforation was observed in the imaging window. Impedance testing indicated an unknown electrical curve, supporting the reported allegation. Media returned by the customer was inspected and showed no image on the capital equipment screen.